Event description:
The customer reported that during a blood transfusion they observed "a crack at the distal end of the extension set (where the alaris system line was connected)." As this was promptly discovered, there was minimal blood loss from the set. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Sample involved in this event will not be returned. No failure investigation could be performed.